Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was not reported. On an unreported date in the same month as the onset, the patient was treated with unspecified antibiotics (doses, frequencies and route not reported) at home for peritonitis; however, it did not resolve. Five days later, the patient was hospitalized for the event of peritonitis and was given unspecified treatment. At the time of this report, the patient was not recovered from the peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
The day after the hospitalization, the patient's pd catheter was removed and the pd dialysis was discontinued. On the same day, the patient began hemodialysis. At the time of this report, the patient was still hospitalized and the antibiotic treatment was ongoing. Peritoneal dialysis was planned to restart a month later after observing the progress of the disease. Should additional relevant information become available, a supplemental report will be submitted.